Event description:
Caller reported an occlusion alarm, but technical support was unable to verify an alarm number in the pump history. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin. Technical support educated the caller on changing the cartridge every 48 hours, which the caller understood and acknowledged. No frequent or recurring occlusion issues were experienced, and the case was closed by technical support.